Manufacturer narrative:
The lens was returned. Solution and dried blood is dried on the lens. One haptic is bent in the gusset area. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified handpiece. Without the cartridge brand/model it cannot be determined if this is a qualified lens/cartridge/handpiece combination. The product investigation could not identify a root cause for the complaint of "posterior capsule rent during iol insertion". A specific product malfunction wasn't indicated by the customer. The file indicates that during the cataract surgery, one lens model, however noted there is a posterior capsule rent during the insertion. Hence, the first lens model was explanted and proceeded with implantation of a different lens model. Bent haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood, and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a posterior capsule rent during an intraocular lens (iol) implant procedure. The initial lens was removed and a backup lens was used to complete the procedure. Additional information was requested.